Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customers new pump shut off unexpectedly after the fill tubing process and would not turn on after plugging it to multiple power sources. The customer's blood glucose level was not impacted. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. It was indicated that the customer would use a backup pump as alternate insulin therapy.